Event description:
It was reported that during a surgical procedure the tip of the permanent cautery hook instrument burned. No pt harm, adverse outcome or injury was reported and the planned surgical procedure was completed.